Event description:
Upon removal of drain from pt at pt's room, the tubing broke off 2 cm above tubing-drain junction. The drain portion remained inside the pt. Pt returned to surgery for removal of drain.